Event description:
The hcp was in the process of spiking the outlet port of the reported device, when the spike of the solution set went through the side of the outlet port, resulting in the hcp being sprayed. The hcp was wearing protective clothes and eyewear. No compromise to the pt.